Event description:
It was reported that the pump casing and the battery were found to be hot to the touch. The user's mother reported that the pump was worn in a swimming pool prior to the issue.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. Eval revealed visible moisture ingress under the display lens and on the pump circuitry. The pump could not be investigated further due to damage from the moisture. The issue that the pump overheated could not be confirmed or duplicated.